Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified deformation, creases fold, wear abrasion, and cloudiness/bubbles in the gel observed after autoclave cycle. Weight measurement of the device identified device was overweight, however a review of the weight reports generated during the manufacturing process was performed and all units were within specification. Therefore, the overweight condition observed during weight measurement was not considered a workmanship issue. Based on the device analysis the final assessment was no issues found related with the manufacturing process the event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "patient¿s concern with the product." Healthcare professional additionally reported "copious amounts of a very, very, very strange looking exudate that was thickened and off-white both loose in the capsule." Device has been explanted.